Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. Reportedly, the customer resolved the occlusions by straightening the tubing. There was no impact to the customer's blood glucose level. As the issue occurred in the past, troubleshooting was unable to be performed with tandem technical support.